Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an over-delivery is the expulsor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device identification and PMA are unknown. No product information has been provided to date. Operator of device is unknown. Lot/serial number not provided.

Event description:
It was reported that the pump delivered inaccurate amount of medication (overdose) resulting in symptoms such as headache, feeling of heat, tachycardia at 110 without pump alarm. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.